Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The lot number is unknown; therefore the device history records are unable to be reviewed. No pictures, x-rays, scans, or physicians reports were provided. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two, reference report 0001032347-2017-00451.

Event description:
The surgeon reported thick sternums and possible failures in the past, however he did not provide conclusive case history data to validate his claims. It is also mentioned that the longest screw available is 20 mm which is considerably undersized in a 24mm thick sternum. Additional details were requested, however no case specific details are known at this time.